Manufacturer narrative:
(B)(4). It was reported the knot was advanced with the guide wire in place. Per the instructions for use: do not advance the knot with the suture trimmer until the wire has been completely removed from the patient. Evaluation summary: the suture mediated closure (smc) system was returned for analysis. The reported failure to achieve hemostasis could not be replicated in a testing environment. Therefore, it was not confirmed. Based on a visual inspection analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It is possible guide wire access was maintained; the guide wire remained in the patient prior to advancing the knot. It should be noted that the perclose proglide instructions for use, states: while removing the device with the right hand, simultaneously advance the knot to the arteriotomy by applying slow, consistent increasing tension to the rail suture limb, keeping the suture coaxial to the tissue tract. (Do not advance the knot with the suture trimmer until the wire has been completely removed from the patient).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a superficial femoral artery angioplasty procedure. Reportedly, the proglide knot was pushed over the rail portion and held for 20 seconds. Bleeding did not stop even after the knot pusher was removed. The knot was advanced three more times, but the artery did not close. Another proglide device was used in 10 o'clock direction and performed the same as above but that too did not close the artery. The knots of both the proglide sutures were tightened and cut. Manual arterial compression was applied to achieve hemostasis. The patient is doing fine. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.